Manufacturer narrative:
Further information from the reporter regarding event, product, and patient details has been requested. No additional information is available at this time. The events of "anaphylaxes / allergic reaction", "vomiting", "pain" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event(s) as follows: undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: ¿ inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week.

Event description:
Healthcare professional reported patient was injected with 2 ml of juvéderm® voluma¿ with lidocaine in the cheek area. "The patient later presented with pain over the injected areas and vomiting and presented [themselves] to the emergency department where [they were] treated for a supposed anaphylaxes / allergic reaction." Symptoms ongoing.